Event description:
It was reported that the patient presented to the hospital remotely for a follow up on (B)(6) 2023 with non-sustained right ventricular oversensing (nsrvo) alert. During examination, it was noted that the right ventricular (rv) lead was sensing noise causing the nsrvo alerts. Programming changes were not performed. There were no adverse consequences to the patient.